Event description:
It was reported that revision surgery was carried out for a hip prosthesis exchange due to it broke at the shaft.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this is a duplicate of the case(B)(4), related to a nanos stem, manufactured by third party manufacturer ohst medizintechnik ag. This product is manufactured by ohst medizintechnik ag rathenow and locally distributed by smith & nephew gmbh marl. The investigation activities has been conducted by smith & nephew gmbh marl according to local procedure., therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.